Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been returned to the manufacturer for evaluation. Device manufacturing date is unavailable.

Event description:
Medtronic received information regarding a navigation device being used for an endoscopic skull base procedure. It was reported that the surgeon stated he was inaccurate with the pointer probe by about a centimeter later in the case. The surgeon was accurate in the beginning. There was no delay to surgery and no impact on patient outcome.

Manufacturer narrative:
Additional information: device manufacture date provided. Patient ID, date of birth and gender provided.